Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative via a healthcare provider (hcp) indicating that the cause of the inability to aspirate the catheter was not determined. The physician was aware of reasoning for the replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal prialt/ziconotide (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the patient stated that the pump had been turned off for some time. It was further reported that the patient had a flowonix pump that was replaced with an 8637-40 pump and an 8709 mdt catheter that was replaced by an 8781 catheter. It was unknown if there were any environmental/patient/external factors that had led or contributed to the issue and it any diagnostics/troubleshooting were performed. Actions/interventions taken included replacing the catheter and getting cerebrospinal fluid (csf) flow. The pump was filled with preservative free (pf) saline at the time of implant. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that after cutting off the connector piece to the flowonix pump, the hcp was not able to get any cerebrospinal fluid (csf) flow from the 8709 catheter, which was why the catheter was replaced.